Event description:
It was reported that the patient went to the emergency room. It appears that the patient received an inappropriate shock for af (atrial fibrillation) with rvr (rapid ventricular response). It was noted the patient received six shocks and later converted spontaneously at the hospital. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.